Event description:
Caller reported a pixel issue on the pump display, which affected their ability to interact with and read the screen. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal range. To resolve the issue, technical support arranged to replace the pump. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, while using multiple daily injections (mdi) to ensure continued insulin delivery.